Manufacturer narrative:
(B)(4).

Event description:
It was reported that catheter entrapment occurred. Vascular access was obtained via anterograde approach. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified popliteal artery (pop). A 2mm x 20mm x 142cm coyote¿ es balloon catheter was used as a microcatheter backup for a non-bsc guidewire. The balloon catheter was mounted to the guidewire; however, it became stuck in the course and the device was barely advanced. It was replaced with another non bsc guide wire but had also stuck from the tip of the guide wire. Subsequently, all were retrieved and from the proximal part of the guide wire the balloon catheter was advanced but had also stuck. The procedure was completed with a different device. No patient complications were reported and the patient's status was good.